Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. Visual inspection found the outer insulation twisted at the proximal region of the lead. All damage noted to returned lead was consistent with occurring at the time of procedural.

Event description:
It was reported that increased pacing impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequence.